Manufacturer narrative:
Product analysis: the analyzer backup battery contacts were found to have corrosion. No further testing was performed. The analyzer was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated product and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.